Event description:
It was reported that the insulin pump underdelivered insulin. Customer stated that she has been having high blood glucose. The blood glucose reading is 141 mg/dl. Customer stated that the insulin pump is not alarming. Customer refused to troubleshoot for no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.